Event description:
It was reported the patients ipg displayed the elective replacement indicator indicating the ipg is nearing end of life. Surgical intervention may take place to address the issue, the device is still providing therapy at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced. Effective therapy was resolved post-operatively.

Manufacturer narrative:
Correction: d2a.